Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a pocket revision. It was noted there was fluid draining from the pocket. The pocket was opened, cleaned, and closed. The device was not disconnected or explanted.

Manufacturer narrative:
If additional information is received, this report will be updated.